Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having ipg discomfort at the implant site. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.